Event description:
The patient was not getting medication, so the hcp had to keep increasing medication dosage. X-rays were taken which showed that catheter had migrated. The catheter was revised. After surgery, the patient continued to experience increased spasticity in the morning. Additional information has been requested. A follow-up report will be submitted if additional information becomes available.